Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 22-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent birth control. A routine follow-up for on (B)(6) 2015 found bilateral proximal tube occlusion. After the surgery and follow-up procedure, plaintiff began to experience chronic pelvic pain, menorrhagia, and cramping. On (B)(6) 2016, plaintiff had a hysterectomy and a bilateral salpingectomy to try to alleviate her symptoms. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / cramping. She underwent a hysterectomy and a bilateral salpingectomy, approximately one year after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain and cramping may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain /pain') in a 37-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, musculoskeletal pain and anemia. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as amlodipine besilate (amlodipine besylate), carvedilol, lisinopril and spironolactone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, photopsia ("vision/eye problems type:see stars, light bother eyes"), photophobia ("vision/eye problems type:see stars, light bother eyes") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder/ heart problem"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), tooth disorder ("dental problems") and abdominal pain lower ("cramping"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy(full), bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal infection, fatigue, photopsia, photophobia and abdominal pain lower had resolved, the menorrhagia, tooth disorder, dysmenorrhoea and blood disorder outcome was unknown and the cardiac disorder was resolving. The reporter considered abdominal pain lower, blood disorder, cardiac disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, photophobia, photopsia, tooth disorder and vaginal infection to be related to essure. The reporter commented: insertion details: trailing coils in uterus:4, 2nd device loaded through operating channel of hysterscope, and inserted into the r tubal ostia. Trailing coils in uterus: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: assessment: normal results: satisfactory placement, both tubes occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new events blood disorder, heart disorder, dysmennorhea (cramping) were added. Outcome of pelvic pain, abdominal pain lower, abdominal pain lower, photophobia, photopsia, fatigue updated to recovered / resolved. Treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in a 37-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, musculoskeletal pain and anemia. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as amlodipine besilate (amlodipine besylate), carvedilol, lisinopril and spironolactone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), fatigue ("fatigue"), photopsia ("vision/eye problems type:see stars, light bother eyes"), photophobia ("vision/eye problems type:see stars, light bother eyes") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, tooth disorder, fatigue, photopsia, photophobia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, pelvic pain, photophobia, photopsia, tooth disorder and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory placement, both tubes occluded (normal) most recent follow-up information incorporated above includes: on 28-feb-2018: events per pfs: infection (bladder/ urinary tract/vaginal) type: vaginal, dental problems, fatigue, pain, vaginal discharge, vision/eye problems type: see stars, light bother eyes, cramping were added. Patient's medical history, concomitant medications and lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in a 37-year-old female patient who had essure (batch no. C51061) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, musculoskeletal pain and anemia. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as amlodipine besilate (amlodipine besylate), carvedilol, lisinopril and spironolactone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") with vaginal discharge, tooth disorder ("dental problems"), fatigue ("fatigue"), photopsia ("vision/eye problems type:see stars, light bother eyes"), photophobia ("vision/eye problems type:see stars, light bother eyes") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy, essure removed on 10-jun-2016). Essure was removed on 10-jun-2016. At the time of the report, the pelvic pain, menorrhagia, vaginal infection, tooth disorder, fatigue, photopsia, photophobia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, pelvic pain, photophobia, photopsia, tooth disorder and vaginal infection to be related to essure. The reporter commented: insertion details: trailing coils in uterus:4, 2nd device loaded through operating channel of hysterscope, and inserted into the r tubal ostia. Trailing coils in uterus: 4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-oct-2015: satisfactory placement, both tubes occluded (normal). Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received on 13-sep-2016: no new clinical information received. Quality safety evaluation received on 28-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain / cramping. She underwent a hysterectomy and a bilateral salpingectomy, approximately one year after insertion. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain and cramping may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.